Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 477 mg/dl. The customer had symptoms such as nausea and abdominal pain and treated with manual injection. Customer's blood glucose value was 477 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional after getting out of the hospital. It was found that settings were too low. Customer reported of being hospitalized due to severe low blood glucose. Customer had low blood glucose of 40 mg/dl, 55 mg/dl, 54 mg/dl and 67 mg/dl. Customer was treated with IV. Customer declined to troubleshoot for high readings due to no longer wanting to wear insulin pump. Customer did report of receiving no delivery alarms and reported to believe that insulin pump was over delivering.